Event description:
It was reported that when advancing the catheter into the blood vessel, it stopped moving below the clavicle. Attempts were made to change the angle of the arm, but the catheter was bent and did not advance (confirmed using a fluoroscopy device), but it was determined that insertion would be difficult. When tried to remove the stylet once, but the stylet did not come out (only the catheter could be removed), so had to remove it invasively in the operating room. When the axilla was incised, the catheter was found to have penetrated through the blood vessel, and the stylet protruded from the tip of the catheter. It remained firmly attached to the tissue. The stylet was exposed from the catheter and penetrated the blood vessel. It is not clear whether the stylet was exposed after the catheter was pushed through the blood vessel; at least when cutting the catheter to the required length or advancing it into a blood vessel. The stylet is not exposed from the catheter, so by operating when the catheter is unable to advance due to stenosis or running of the blood vessel, understand that the incident was caused by the stylet being exposed from the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult stylet removal is confirmed and was determined to be use-related. One 5 fr d/l powerpicc catheter with a t-lock extension set and stylet was returned for evaluation. An initial visual observation revealed abundant blood use residues throughout the returned catheter. The catheter was observed to be broken between the 8 cm and 9 cm depth markers. A portion of the stylet was observed to be coming out of the 25 cm depth marker in the distal direction. The proximal portion of the stylet was returned broken from the segment of stylet left in the catheter. The t-lock extension tubing was completely removed from the stylet and the catheter. The coil wire of the proximal stylet segment was observed to be unraveled. A microscopic observation revealed the proximal break in the stylet to have a granular fracture surface for both the coil wire and the core wire. The core wire appeared to be bent at an angle and broken at an angle. The coil wire of the proximal break site appeared to be pulled up from tensile forces. The distal fragment of the returned stylet was carefully removed from the catheter fragment to observed each break site. Both ends of the distal stylet fragment were broken. The distal weld tip of the stylet was not found amongst the returned product. The fracture surfaces of the breaks in the coil wire of the distal stylet fragments appeared to have granular fracture surfaces. The coil wire appeared to be pulled up from the rest of the coils along the distal stylet fragment. The core wire could not be found along the distal stylet fragment. The catheter appeared to be intentionally cut upon the return of the devices. The characteristics of the failure in the stylet appear to be caused by excessive tensile or pulling forces. The complaint of difficult stylet removal is confirmed and was determined to be caused from tensile forces applied to the device, likely during insertion. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when advancing the catheter into the blood vessel, it stopped moving below the clavicle. Attempts were made to change the angle of the arm, but the catheter was bent and did not advance (confirmed using a fluoroscopy device), but it was determined that insertion would be difficult. When tried to remove the stylet once, but the stylet did not come out (only the catheter could be removed), so had to remove it invasively in the operating room. When the axilla was incised, the catheter was found to have penetrated through the blood vessel, and the stylet protruded from the tip of the catheter. It remained firmly attached to the tissue. The stylet was exposed from the catheter and penetrated the blood vessel. It is not clear whether the stylet was exposed after the catheter was pushed through the blood vessel; at least when cutting the catheter to the required length or advancing it into a blood vessel. The stylet is not exposed from the catheter, so by operating when the catheter is unable to advance due to stenosis or running of the blood vessel, understand that the incident was caused by the stylet being exposed from the catheter. There was no reported patient injury.